Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following a system controller exchange due to low flow alarms. A log file was submitted and downloaded for review that showed overlapping events spanning approximately 17 days ((B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. Sustained low flow alarms noted in the log file on (B)(6) 2024 from 12:36:34 ¿ 14:08:05 and resolution of the alarms was not captured in the log file. Low flow alarms are further addressed via the pump pi main. The driveline was disconnected on 28nov2024 at 14:08:25 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and passed all testing. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. The controller functioned as intended throughout testing. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 09 dec 2024. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low flow alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital by ambulance because the left ventricular assist device (lvad) flow dropped to zero. Low flow alarm was noted with sound and red broken heart. The patient fell from a ladder on (B)(6) 2024 and was in the ward for 9 days. The lactate dehydrogenase was at 590 units per liter in the previous week, unknown if it was due to trauma. From (B)(6) 2024 night, the low flow apparently was at 2 liters per minute (lpm), returned to normal. On (B)(6) 2024, the flow suddenly dropped to zero and was directed to the hospital by ambulance. Troubleshooting was performed by changing the system controller and that fixed the situation. Before the replacement, the echocardiogram showed the opening of the aortic valve which was not the case with the pump before. In addition, the heart pumped somewhat, even produced blood pressure of 100/70. After the replacement of the controller, the function of the heart changed back to the same as before during the pump treatment and the aortic valve no longer opened. Once the situation was resolved, the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.